Event description:
It was reported, the camera head was disconnected. The intended procedure was an unknown therapeutic procedure and was completed without incident. Later, the disconnection was noticed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found holes on the camera cable, water ingress into the camera cable, corrosion at the electrical contact point of the video connector, camera cable was twisted and a crack in the video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable was not airtight due to a flaw (hole) in the cable, and it is likely that moisture entered the cable, resulting in flooding. A probable root cause cannot be identified for the remaining malfunctions. A device history review revealed no deviations or nonconformities in the process that could have caused the phenomenon. It was confirmed that the device was shipped in conformity within the specification. Olympus will continue to monitor the field performance of this device.